Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited episodes of far r over-sensing. The ICD was explanted and replaced. The patient condition was unknown.

Event description:
New information received notes that the episodes of far r over-sensing exhibited by the ICD were noted in clinic. Prior to the explant procedure, the ICD was reprogrammed. The patient was in stable condition.